Event description:
It was reported the atrial lead exhibited noise. The lead was reprogrammed but noise was still present. Plans were made for additional program changes at the patients next follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.